Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the surgeon contacted the sales rep and told that lag screw migrated to pelvis. On (B)(6) 2015, revision is performed. Additional information: the patient did not comply with instruction of the doctor. The patient could gait independently. (B)(6) female,150 cm, (B)(6) non-weight bearing (including 1/2 weight bearing) was performed from (B)(6) 2015 (primary ope) to (B)(6) 2015. Weight bearing was started from (B)(6) 2015. On (B)(6) 2015, the patient checked out of the hospital. (B)(6) 2015, lag screw trephination of the femoral head was occurred. (B)(6) 2015, all gamma3 implants were replaced to new gamma3 and u-lag.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material or in the manufacturing process. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. The basics of the gamma3-system are the interaction of nail set including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. The set screw ¿ as part of the nail kit - is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. In this case no specific damages were found on the nail. The proximal drill hole for the lag screw showed slight but no significant abrasion spiralled grooves on the plastic safety ring of the set screw identified that it had been engaged into the internal thread of the nail as intended. A functional test with returned nail and its set screw revealed that the set screw could be inserted up to the final dead-stop. Function was given in full. The tip of the set screw showed dents at the rounded top. The dents confirm (slight) contact to the lag screw. Considering that no remarkable scratches or further deformations were apparent it was concluded that the set screw had not been forcefully engaged in the corresponding sliding flute of the lag screw. It was rather suggested that the set screw had only engaged with the very tip of the set screw. The small dents in the edges of the superior sliding flute of the lag screw at medial and at lateral were most likely caused by slight contact with the tip of the set screw. As the set screw was not completely disengaged from the sliding flute the set screw had restricted further lateralization (see x-rays dated (B)(6) 2015) and had prevented that the lag screw could leave the nail completely (see x-rays dated (B)(6) 2015). Such situation occurs when the set screw is unscrewed more than ¼ of a turn after initial placement ¿ the given situation could be reproduced by loosening the set screw for 1 (one) complete turn ¿ respt occurs if the set screw is placed inadequately. In the given case the set screw prevented rotation of the lag screw but the intended controlled range of axial motion was eliminated. The dents approx. In the middle of the sliding flute indicated the initial placement of he set screw. According to provided information and referring to faultless (unbroken) products resp. Given function the cause of the event was most likely contributed by an insufficiently placed set screw. The set screw had not been placed sufficiently into the sliding flute of the lag screw in case relevant information becomes available we reserve the right to update the investigation and to change the root cause. The event was not caused by a deficiency of any of the devices.

Event description:
It was reported that the surgeon contacted the sales rep and told that lag screw migrated to pelvis. On (B)(6) 2015, revision is performed. Additional information: the patient did not comply with instruction of the doctor. The patient could gait independently. An (B)(6). Non-weight bearing (including 1/2 weight bearing) was performed from (B)(6) 2015 (primary ope) to (B)(6) 2015. Weight bearing was started from (B)(6) 2015. On (B)(6) 2015, the patient checked out of the hospital. (B)(6) 2015, lag screw trephination of the femoral head was occurred. (B)(6) 2015, all gamma3 implants were replaced to new gamma3 and u-lag.